Manufacturer narrative:
Log file analysis review date: 09/12/2015; log dates through 08/14/2015 to 08/28/2015: normal power consumption. Additional notes: 1 electrical fault alarm was logged on (B)(6), 2015 this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. . This is two of two reports (3007042319-2015-02310 and 3007042319-2015-02311) submitted for devices related to the same event.

Event description:
It was reported from site that on (B)(6) 2015, the patient was recovering post lvad implant and "experienced electrical alarms while lying in bed." On (B)(6) 2015 the manufacturer representative arrived at the site to perform a driveline cleaning. Patient was left "npo and on dobutamine @5" for the cleaning procedure. It was documented by the manufacturer representative that there were "two rounds of cleaning performed, each round involved approximately 45 seconds of pump off time." In between "cleanings the pump was reconnected for approximately 2 minutes." It was stated that the "patient remained conscious throughout the procedure." It was documented that back up controller was switched to primary. No additional information provided. Investigation is ongoing. This is report 2 of 2.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02310 and 02311) submitted for devices related to the same event.